Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. There is no sample available for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Blood leak happened within 10 minutes during treatment. Qb=240ml/min, uf=0.8l/hr, venous pressure=175 mmhg, dialysate pressure=155mmhg. The amount of blood loss was 10 ml. No pt harm and no medical intervention was needed.